Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A retrospective post-market clinical follow-up study indicated that the patient underwent a vitrectomy procedure using an ophthalmic backflush for the treatment of proliferative diabetic retinopathy. The patient has experienced endophthalmitis. Current condition of patient is improving.

Manufacturer narrative:
Per the initial report, this complaint is associated with a post-market clinical follow-up (pmcf) survey, that was assessed under the corresponding clinical evaluation report. The pmcf study facilitated a questionnaire, which focused on assessing procedural success of the devices under evaluation. A number of negative responses (suggesting device deficiencies and/or adverse events) was received, which was translated into complaints. Due to the nature of the questionnaire, information required to perform a proper complaint investigation was not collected. No lot number was identified within the survey and therefore within this complaint, which is why the associated manufacturing documentation could not be reviewed. All product and batch history records are quality reviewed prior to product release, ensuring that all products on the market fulfill the relevant requirements. Since the questionnaire retrospectively collected data, no sample is available to be provided to the responsible site for an in-depth investigation. Not enough information was provided to properly complete an investigation. The root cause of this complaint could not be identified. The exact root cause for the customer¿s reported event is unknown. Therefore, no specific action can be taken. Additionally, complaints are reviewed and monitored at regular intervals for adverse trends. No additional actions are needed. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.